Event description:
It was reported that a homechoice device experienced a high drain 102 (night drain #2) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient¿s initial drain was 1340ml. The technical service representative assisted the patient with clearing the alarm. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device originally manufacture in 2002. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant additional information become available, a supplemental report will be submitted.